Event description:
The customer reported that the insulin pump was not functioning properly. The customer stated that he is receiving a lock keypad feature. During the call, the customer stated that he was hospitalized due to high blood glucose of 1375 mg/dl a while ago. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge.